Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited high, upper limit high voltage lead impedance during a device check. The device was explanted. The patient was withdrawn from the study and was followed for 30 days post procedure for any complications. No further information is available.